Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of greater than 2000 ohms. In bipolar configuration the lead measured around 400 ohms. There were no events stored in the arrhythmia logbook. A request for additional information has been made. As of today, there is no additional information available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.